Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to short v-v intervals and varying to high pacing impedance on the right ventricular (rv) lead. Additionally, non-sustained episodes of oversensing with noise were noted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.